Manufacturer narrative:
(B)(6). The lot was manufactured may 3, 2016 ¿ may 5, 2016. The device was received for evaluation with approximately 100 ml of fluid in the bladder. Visual inspection identified evidence of a leak/backflow at the fill port when the fill port cap was removed. This was due to a white particle approximately 0.30 square mm in size lodged under the checkband. The particle was identified to be acrylic material via fourier transform infrared spectroscopy. The reported condition was verified. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port after filling with saline. There was no patient involvement. No additional information is available.